Event description:
Related manufacturer reference number: 2017865-2022-12025. It was reported that the patient presented for in-clinic follow-up. A device interrogation revealed over-sensed noise exhibited by the right ventricular (rv) lead and reduced right atrial lead sensing. The patient was scheduled for lead extraction and fluoroscopy confirmed that the rv lead was fractured due to clavicular crush. Both leads were explanted. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and lead fracture due to the clavicle rush were confirmed. As received, a complete lead was returned in two pieces for analysis. Visual inspection of the lead found an external abrasion breaching the outer insulation exposing the outer coil due to friction to the device can. Clavicle crush flattened the outer insulation and fractured the outer coil at the clavicle crush region of the lead. The cause of the reported events was isolated to an external abrasion consistent with friction to the device can and a clavicle crush damage.